Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during cataract surgery with intraocular lens implantation, only the torn leading haptic was implanted, the remaining lens was not pushed out from the device and the plunger overrode the lens. The surgery was completed after replacing the product with another one.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced just outside the nozzle tip and is advanced over the iol. The iol is advanced into the nozzle entry and is damaged. One haptic is broken torn and adhered to the outside of the device with tape. The complainant indicates the use of non company ovd as a viscoelastic which is not qualified for use with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).